Manufacturer narrative:
Continuation from d10: product ID: afapro28, product type: balloon catheter product ID: 106e2 product type: console product event summary: the 4fc12 sheath with lot number 0011695419 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The inspection identified a shaft kink/twist at approximately 13 inches from the tip. The steering mechanism and deflection test were performed. The shaft is bending as initially intended and is bending in the plane. There is no difficulty, no friction, or any noise in the steering mechanism. In conclusion, the sheath failed the returned product inspection due to a kink/twist observed on the shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the system was unable to initiate the system flush. The console was restarted to resolve the issue. When the balloon catheter was connected a system notice was received indicating that the system self-test did not pass and a system notice was received indicating that the safety system detected a compromised outer vacuum. The integrity test did not pass. The electrical umbilical cable and coaxial umbilical cable were replaced without resolve. The console was restarted without resolve. The case was switched to radiofrequency (rf) to complete. No patient complications have been reported as a result of this event.